Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. Customer states that the reservoirs when they take them out and unlock the top there was always plastic breaking off the reservoir and diminished battery life since first receiving the insulin pump. The device will not be return for analysis.